Event description:
The user reported that air came into the syringe connected to the bottom port of the manifold in the kit. This occurred while the user was aspirating saline from the second port. No harm or injury was reported.

Manufacturer narrative:
The contents of one (B)(4) was returned for evaluation. The syringe was not returned by the user. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The returned manifold was inspected for any signs of damage and checked with calibrated luer gauges. No defects were found. The manifold was then pressure tested and no leaks were found. The tubing set attached to the manifold was then visually inspected for any signs of damage. A small (0.25") jagged slit was found in the outer jacket of the tubing. This slit would have caused the system to leak or pull in air. The slit appeared to have been caused by the tubing coming into contact with a sharp surface. The customer's complaint was confirmed. Merit is unable to determine the root cause of the slit found in the tubing.